Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. The device failed during evaluation with no patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated by the product analysis lab (pal). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. An external/internal inspection was performed and passed, along with all of the electrical testing. Temperature testing was performed and the device was found to be within specifications. A volumetric accuracy test was performed and the device failed. A test article, piston foam, was installed and the device passed the volumetric accuracy test. The original piston foam was reinstalled and the device failed the accuracy test once more. An inspection of the door assembly found the piston foam to be disintegrated and the door piston to be cracked. The cause of the reported issue was determined to be the disintegrated piston foam and the cracked door piston. The piston foam and the door piston were to be scrapped and the device was sent for servicing. Should additional relevant information become available, a follow-up report will be submitted.